Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient became unconscious. She could recall what the cgm was displaying during the time she lost consciousness but a bg was checked and it was 32 mg/dl. The patient's husband called paramedics. The paramedics provided the patient a peanut butter and jelly sandwich and a glass of orange juice and half a class of milk. After treatment, the patient was monitored until she was stable and had a bg reading of 90 and over 100. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.